Manufacturer narrative:
Retainer ring = clear customer returned pump for alleged cosmetic damage located at the screen found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, pillowing overlay, stained overlay and serial number label damage. Cosmetic damage at lcd window was not confirmed, however, other cosmetic damage was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the damaged on screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.